Manufacturer narrative:
Steris evaluated photographs of the armboard and observed damage to an edge and laminate coating. The armboard was manufactured in november 2001 exceeding its useful life of 5 years and should not have been used in the condition observed. The anesthesia armboard operating instructions state "cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Do not use equipment if worn, damaged, or pieces are missing." The armboard has been removed from use by the facility. Steris conducted in-service training on the proper use and inspection of the anesthesia armboard on (B)(4) 2011.

Event description:
The user facility reported that a hospital employee received splinters in three fingers while attaching the armboard to a surgical table. The employee went to the facility emergency room and the splinters were removed; anesthesia was administered for one finger. The employee did not miss any time from work, has fully recovered and has no sustaining injuries.